Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that while the battery was charging in the heartstart xl, the charge led was solid green instead of a solid amber.